Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt is experiencing difficulty communicating with her scs ipg and the charger. A sjm rep met with the pt and was only able to partially charge the pt's ipg. The rep observed the pt's ipg is horizontal inside the pocket. Surgical intervention is planned for a later date to address the issue.